Event description:
Additional information received provided device information. It was added that the pump had been beeping since (B)(6) 2011, thrice every 10 minutes. As of the date of this report, it was stated that the device had been "failing miserably" and "though it had allowed patient to move about she was still in great pain, more emotional now than physical." Per reporter, a pump replacement was indicated; and discussions were ongoing as regards to the cost of replacement. Drug delivered via the device was fentanyl. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that there was a device complication. The product information was not available.

Manufacturer narrative:
Catheter model: 8731, lot# b005986n44, implanted: (B)(6) 2004, explanted: unk; catheter model: 8709, lot# l78693, implanted: (B)(6) 2000, explanted: unk; catheter model: 8578, serial# (B)(4) implanted: (B)(6) 2009, explanted: unk. (B)(4).